Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the x-stage cover and the motion con trol box were replaced. The imaging system then passed the system checkout and was found to be fully functional. The x-stage cover was not returned for analysis, the customer discarded it at the site. The motion control box was returned to the manufacturer for analysis. Analysis found no fault with this component. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. There was no patient present. It was reported that while performing invalidate home doesn´t lead to the home position. The gantry¿s hand breadth is sitting above the pins. The gantry can still be lowered manually by a half hand width.